Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated during routine follow-up. It was mentioned that the estimated longevity remaining was showing 9 years in the previous follow-up 1 year ago, and now it was not possible to interrogate the device. Technical services (ts) supported with troubleshooting options without success. It was then decided to schedule the patient for a device replacement procedure the following day. Prior to the replacement procedure, the ICD was able to be interrogated and it was found in safety core. The ICD was successfully explanted and replaced and it was observed that the therapies could not be deactivated in the explanted ICD. The ICD is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated during routine follow-up. It was mentioned that the estimated longevity remaining was showing 9 years in the previous follow-up 1 year ago, and now it was not possible to interrogate the device. Technical services (ts) supported with troubleshooting options without success. It was then decided to schedule the patient for a device replacement procedure the following day. Prior to the replacement procedure, the ICD was able to be interrogated and it was found in safety core. The ICD was successfully explanted and replaced and it was observed that the therapies could not be deactivated in the explanted ICD. The ICD is expected to be returned for analysis. The device was returned for analysis.